Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue injury could not be determined. Furthermore, the reported patient effect of tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and delay to treatment are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A ntw mitraclip was placed at a3/p3. After placement, a torn chord was observed near the a2/p2 medial site. A nt mitraclip was placed at a2/p2 to mitigate the torn chord and further reduce the mr. The procedure was completed with an mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.